Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v548215, implanted: (B)(6) 2010: product type lead. (B)(4).

Event description:
It was initially reported the patient experienced a loss of therapeutic effect. The patient began to have a return of symptoms about a month ago. There was no known event or trauma that might have contributed to the loss of effect. It was stated that ¿for whatever reason, the patient thought their lead had moved.¿ the patient thought that lead migration or battery loss was causing the loss of effect. It was noted the patient was also feeling pain that goes down to their heel. The patient has felt this pain for about a month and a half and would feel the pain when they were walking. It was indicated the patient was on program 1 at 2.2v. More than one month later it was reported that the patient was still having concerns regarding her device/therapy, but was working with her doctor or manufacturer representative. It was stated that the patient was awaiting an appointment for device removal. It was reported that it sent random sparks in leg or foot and it felt like genitals were pinched and an electrode was in patient's "rear." It was stated that the device had been turned off 3 weeks prior to the report and that the patient couldn't have MRI needed for her back.